Manufacturer narrative:
This report is submitted on march 02, 2017, by cochlear limited on behalf of (B)(4) exemption number e2016011.

Event description:
Per the clinic, the patient experienced pain and magnet dislodgement during an MRI (tesla unknown). Revision surgery to reposition the magnet is scheduled; however, it is unknown if this has occurred as of the date of this report, march 02, 2017.

Manufacturer narrative:
Per the clinic, the patient was placed under general anaesthesia and underwent revision surgery on (B)(6) 2017, to replace magnet. This report is filed on april 04, 2017.